Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - (B)(6) 2006 (exact date unknown). Initial reporter name - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent primary hip surgery in (B)(6) 2006. Revision procedure was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.